Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the interstim was not working any longer, meaning it was not helping the patient¿s bowel symptoms. The patient had a really bad fall 20 feet and landed on concrete and they were not sure if the lead had moved or the ins was damaged, but it did not seem to be working well. The patient could still feel stimulation sensation a little, but not enough to keep them from having bowel issues. It was noted that this was a sudden change in therapy/symptoms. The patient was redirected to follow up with a healthcare professional (hcp) to have the device checked. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4)lot# va0tyvw serial# implanted: explanted: product type lead : due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Eval code method and eval code-result apply to interstim and lead (lot#va0tyvw). Device code (B)(4) applies to interstim (serial#(B)(4)). Eval code-conclusion (B)(4) applies to interstim (serial#(B)(4)). Device code (B)(4) applies to lead (lot#va0tyvw). Eval code-conclusion (B)(4) applies to lead (lot#va0tyvw). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the patient found a new managing physician and have you informed them about the fall and implantable neurostimulator (ins) not working to help their bowel symptoms, the patient said they had a first appointment on (B)(6) 2018 and they were prescribed an x-ray to check lead placement; on (B)(6) 2018 the healthcare provider (hcp) prescribed defacography. The x-ray revealed that the lead moved up significantly. When asked what steps were taken (or planned) to resolve the ins not working for their bowel symptoms, the patient said they had a follow-up appointment on (B)(6) 2018 and they will discuss plans of treatment; the patient said they can send another form with details. When asked if it was determined if and how the fall affected the system, the patient wasn't sure. The patient elaborated and said they were unconscious for a short time after the fall; they have no memory of the fall. No further patient complications have been reported as a result of this event.